Event description:
Boston scientific received information that this implantable defibrillation lead exhibited decreased r-wave measurements and undersensing of ventricular fibrillation (vf) during implant of a left ventricular assist device (lvad). The lead was observed to have micro-dislodged. The rate/sense portion of the lead was surgically abandoned one month later and a new rv rate/sense lead was implanted.

Manufacturer narrative:
Available information indicates that this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.